Event description:
Account alleged that the pt was trying to transfer from the bed to a chair and fell. The account alleges that the bed slipped. No injury reported.

Manufacturer narrative:
No info is available on the repair of the bed at this time. Due to no injury a field investigation will not be completed.